Event description:
It was reported that pump experienced malfunction code 15 with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction code occurred again.